Event description:
Customer reported a button error alarm after replacing her battery. She also stated the insulin pump was scrolling when she attempted to enter her carbohydrates for a bolus. The customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm noted. No unexpected numbers scrolling during testing. Insulin pump received with cracked case on the display window corner, cracked reservoir tube and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).